Event description:
The device was used during an unk procedure. It was reported by the rep the instrument was broken. There was no consequence to the pt.

Manufacturer narrative:
A1,2,3,4;b6,7;d10: contacted facility, information not provided. D5,6;h4: information not available, device not returned for analysis.